Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 5. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery continued without interruption.